Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges dislodged from the pump. Customer reloaded the cartridge and resumed insulin deliveries. Customer was going to place pump in a pump case to address the issue. Customer's blood glucose level was 250 mg/dl.